Event description:
It was reported that the device had no display, audio or any functionality upon power on, a lock-up failure. There was no reports of pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock up failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.